Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: coil not located"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera. Concurrent conditions included cyst. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (essure coils removal). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: it was reported that most if not all symptoms was decreased. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added. Added concomitant disease and historical drug and updated patient demographics. Updated suspect drug indication.. Added events abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: coil not located, dysmenorrhea (cramping). Updated onset dates of events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.